Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(6) 2014 and (B)(6) 2015. The pad-pak became depleted during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was switching on automatically.